Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level 728 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, a malfunction alarm had occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.